Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is experiencing differences between sensor blood glucose and blood glucose. Customer's insulin pump was off by 40-60 points. Customer is inserting sensor in properly. Customer mentioned insulin pump received a threshold suspend alert, six no delivery issues and communication issues. Experienced a weak signal and lost sensor alert. The blood glucose reading was 120mg/dl. Nothing further reported.